Event description:
Patient was being fed using a pump. Ninety ml of an enteral feeding solution were hung, and the pump was set to deliver 22 ml/hr. Ninety ml were delivered in 1 hour. Following the event, the pt developed abdominal distention and was kept npo and observed for several hours. Physical evaluation performed. Enteral feeding was resumed. There was no illness, injury or medical intervention resulting from the event. One pt involved.